Event description:
Spontaneous call from ((B)(6)) hospital pharmacist, pt admitted to hospital on (B)(6) 2009 and still in the hospital for shortness of breath, edema, weight gain. Also thinks pump is running faster since patient doesn¿t have the amount volume she should be having, she thinks serial number is (B)(4). No further information provided. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Patient will call back with correct serial number. Reported to (B)(6) by: health professional.